Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The issue resolved itself before contacting technical support, which advised against using non-tandem charging supplies for troubleshooting except as directed. A replacement tandem wall adapter was sent, and the customer ultimately managed to resolve and complete a pump update despite initial concerns about the pump's functionality. The customer accepted and acknowledged this resolution without needing further assistance.